Event description:
It was reported that partial deployment of stent occurred. Vascular access was gained via contralateral approach. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified right femoral artery. A 6 x 100, 130 cm eluvia drug-eluting vascular stent system was selected for stent implantation. The vessel was predilated. After the stent was delivered in place with a 0.035 guidewire, the device was unable to be fully deployed. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). G3: bsc aware date correction from 4/10/2025 to 4/11/2025. H11: device evaluation by manufacturer: the following attributes were considered during analysis, only the distal section of the device was returned for analysis which consists of a section of sheath with the stent fully mounted in the correct position on the delivery system. A functional (deployment) test could not be carried out as the proximal section of the delivery system including the handle has been removed due to a separation of the sheath located approximately 370mm proximal of the tip. The sheath separation displays evidence of having been cut using a sharp implement. A sheath kink was also noted located approximately105mm proximal of the tip. This concludes the product analysis.

Event description:
It was reported that partial deployment of stent occurred. Vascular access was gained via contralateral approach. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified right femoral artery. A 6x100, 130 cm eluvia drug-eluting vascular stent system was selected for stent implantation. The vessel was predilated. After the stent was delivered in place with a 0.035 guidewire, the device was unable to be fully deployed. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.